Manufacturer narrative:
An event regarding revision involving a unitrax sleeve was reported. The event was not confirmed. The device was not available for evaluation. A device history review indicated that the reported device was accepted into final stock with no reported discrepancies. A complaint history review not performed as a reason for revision was not provided. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that sleeve and head were removed from previous hemiarthroplasty. A 40mm c-taper +2.5 metal head was put on dr. Used a competitors liner and cup.

Event description:
It was reported that sleeve and head were removed from previous hemiarthroplasty. A 40mm c-taper +2.5 metal head was put on dr. Used a competitors liner and cup.

Manufacturer narrative:
The other device explanted in this report is unitrax modular endo head 53mm, cat # 6942-5-053, lot # a08v17. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.